Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified one curved opening on the anterior, crease flat, wear abrasion, one curved opening on the posterior, brown particles in the fill channel, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified one sharp opening on the valve bond edge and one striated opening on the posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening assessed as surgical damage consistent in the use of some surgical tools, and a sharp opening on valve bond edge anterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "particles in valve." Device has been explanted.